Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. It was stated that the customer changed the infusion set twice, but the high blood glucose levels continued. Troubleshooting was done and the insulin pump was programmed correctly. The insulin pump also passed the prime and high pressure tests. Advised the father that the insulin pump was working as it should. Also advised to try different infusion sets as the customer's father noticed a kinked cannula on the previous infusion set.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.